Manufacturer narrative:
According to the reporter, the patient is a 44-year-old woman who previously underwent breast biopsy for a fibroadenoma, during which a hydromark biopsy clip was placed. The patient subsequently developed persistent localised symptoms at the biopsy site, raising the question of a possible hypersensitivity or inflammatory reaction to either the titanium marker or the surrounding hydrogel. The clip has since been removed. Patient consequences - surgery to remove marker. Good faith efforts were completed and no new information was recieved. Due to this, the following fields could not be completed: d4 lot #, expiration date, primary UDI #, g4 premarket identification number, h4 device manufacture date. The device in question was not returned for evaluation. Based on the information currently available the probable root cause is a foreign body reaction. The current instructions for use (IFU) states the following: "although low, a potential for foreign body reaction is possible with the use of hydromark¿ markers. As with any implanted device, the physician should monitor the patient for any signs of irritation, reaction or infection following the surgical procedure and treat accordingly."

Event description:
According to the reporter, the patient is a 44-year-old woman who previously underwent breast biopsy for a fibroadenoma, during which a hydromark biopsy clip was placed. The patient subsequently developed persistent localised symptoms at the biopsy site, raising the question of a possible hypersensitivity or inflammatory reaction to either the titanium marker or the surrounding hydrogel. The clip has since been removed. The procedure was completed with another device. Patient consequences - surgery to remove marker.